Event description:
On (B)(6) 2021, fujifilm healthcare americas corporation (formerly hitachi healthcare americas corporation) received a complaint regarding noblus ultrasound. The site reported that a patient was under anesthesia and undergoing a prostate cryo procedure with a bi-place c41l47rp probe. Site technician turned on the noblus system and attached the probe. The system would not boot up ready and reported an error asking to "please wait until the error log is complete." A prompt would pop up with the option to hit "ok", and when he did, the system would shut down. Tech attempted to reboot several times, both with and without a probe attached, and even tried to replace the battery. Error persisted. The procedure was rescheduled. There were no side effects from the anesthesia and the patient was cleared to go home. There was no injury/harm or death reported with this event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.